Manufacturer narrative:
.

Event description:
It was reported that the patient presented in the o.r. For an ICD change. Ventricular safety pacing due to crosstalk was observed when the chronic leads were connected to the new device. The device was reprogrammed.